Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the patient developed a rash and an itching sensation that spread beyond the sensor and overlay patch perimeter, up the right arm, and to the shoulder. She consulted a physician at a retail store clinic who prescribed a steroid medication (triamcinolone cream). However, the cream was ineffective. On (B)(6) 2025, the patient consulted her primary care physician (pcp) via text message who recommended using over-the-counter benadryl cream, and the rash and itching subsided after treatment. At the time of the report, no photo was provided, and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.